Event description:
It was reported that this unknown patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to fluid overload. Subsequent attempts to obtain additional information (e.g., hospital records, patient identity, disch arge summary, treatment records) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event(s) of fluid overload, which warranted hospitalization. The definitive etiology of the serious adverse event(s) is unknown; therefore, causality could not be established. It should be noted that a lack of additional clinical information precluded a more comprehensive medical assessment. However, based on the initial reporting, there was no indication that a fresenius device(s) and/or product(s) was deficient or malfunctioned in any way. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Based on the limited information available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in the serious adverse event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse event(s). However, given the lack of clinical follow-up, no treatment record, no causality, and no manufacturer investigation of the suspect device, this liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse event(s) experienced by the patient.

Event description:
It was reported that this unknown patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to fluid overload. Subsequent attempts to obtain additional information (e.g., hospital records, patient identity, discharge summary, treatment records) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.